Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and a pump error. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.